Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1704105, expiration date: 09/30/2019, manufacture date: 05/09/2017. Medical device lot #: 1703102, expiration date: 08/31/2019, manufacture date: 03/10/2017. Medical device lot #: 1704103, expiration date: 09/30/2019, manufacture date: 04/22/2017. Medical device lot #: 1705107, expiration date: 10/31/2019, manufacture date: 05/22/2017. Medical device lot #: 1704105, expiration date: 09/30/2019, manufacture date: 05/09/2017. Investigation summary: five samples received, 1 open and unused. Visual inspection does not show any defect. The 5 samples were engage/disengage to different phaseal devices. No needle exposure found in any of the cases. Several inspections and tests are carried out during manufacturing process to avoid faulty parts. Among them, functionality of the injector is verified. No quality notifications or other defects related to the claimed defect were found during device history record review. The most possible root cause seems to be a misuse of the device. Investigation conclusion: broken safety sleeve - five samples received, 1 open and unused. Quantity of samples: lot: 2, 1704105. 1, 1704103. 1, 1705107. 1, 1703102. - visual inspection does not show any defect. - the 5 samples were engage/disengage to different phaseal devices. No needle exposure found in any of the cases (picture 3). Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): - visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). - critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: the injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Conclusion: - no defects were found in any of the samples received. - no qn¿s or other defects related to the claimed defect were found during DHR review. - the most possible root cause seems to be a misuse of the device. Root cause description: - no defects were found in any of the samples received. - no qn¿s or other defects related to the claimed defect were found during DHR review. - the most possible root cause seems to be a misuse of the device. Rationale: based on the low severity and frequency of the defect (according to ps-001) and acceptable results for received samples and manufacturing process, it was determined that no CAPA is required.

Event description:
It was reported that multiple bd phaseal¿ injector luer lock n35 products safety mechanism failed and the needle was fully exposed. Found before use. No serious injury or medical intervention noted.